Event description:
It was reported that during an implant attempt, the physician felt the helix on the lead was extended before the lead was inserted into the patient. The helix was then extended completely and retracted but the physician felt the helix did not retract completely. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.